Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that there was an error alarm on the screen, and after replacing the battery, the buttons were unresponsive. The customer was advised to remove the battery for five minutes before reinserting, and the customer reported that the display did return. The customer was advised that the alarm was a safety alarm that may have been caused by static. The insulin pump passed the self test. The insulin pump had not been stored or out of use for an extended period of time. The customer was advised to monitor the insulin pump but called back two hours later due to the alarm reoccurring. The customer was advised to insert a fresh battery and the insulin pump did not return to normal function. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.